Manufacturer narrative:
(B)(4). The device was not returned for evaluation.the reported patient effect of intimal dissection is listed in the xience xpedition, everolimus eluting coronary stent system, instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The xience xpedition 48 is currently not commercially available in the u.s.; however, it is similar to a device sold in the us.

Event description:
It was reported the procedure was performed to treat a de novo lesion with 99% stenosis, mild tortuosity and heavy calcification in the proximal left anterior descending (lad) coronary artery. Pre-dilatation was performed with multiple balloons. The 3.0 x 48 mm xience xpedition stent delivery system (sds) was advanced to the target lesion and the stent was deployed at 9 atmospheres. However, an edge dissection occurred which was treated with another xience xpedition. No additional information was provided.